Event description:
Cause: as stated by surgeon; the other surgeon did not place the nail in a good position. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however no one can predict a non-union or a failure. The opinion of the surgeon on the other surgeons placement of the nail does not constitute confirmed user misuse. Therefore no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect.